Event description:
This rv lead was implanted on (B)(6) 2010, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that patient got (B)(6) inappropriate shock for noise on rv egm. This lead is also fractured. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).